Event description:
It was reported that the patient experienced discomfort over their pacemaker and that that the device had "slipped down". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.